Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the communicator showed smoke and fire was coming out like rainbow colors. The communicator and communicator power cord were not hot to touch. The communicator power cord was black. A boston scientific company representative opted to replace the communicator. No adverse patient effects were reported. The communicator is no longer in service.